Manufacturer narrative:
Troubleshooting of the AED with the customer identified that the AED is functioning as designed and can stay in service. Troubleshooting of the AED with the customer identified that the customer is over testing the AED which will prematurely deplete the battery pack. As a follow up with the customer, the proper maintenance of this device was reviewed.

Event description:
A customer reported that their AED will not power on but powered on with a spare battery pack. They reported that this did not occur during patient use.

Manufacturer narrative:
Troubleshooting of the AED with the customer identified that the customer is over testing the AED which will prematurely deplete the battery pack. During further troubleshooting the customer reported they AED reported a service code and they were unable to perform a manual self test. The unit was requested for return and further evaluation. Upon receipt, the device underwent bench testing. During testing a manual self test was run which cleared the service code and the AED performed as intended throughout testing.